Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call indicating that the patient had high blood glucose but not hospitalized. Customer's blood glucose was 530 mg/dl. The customer was treated with insulin pump. The customer is using a new insulin pump, he took it to his healthcare provider to get it programmed. The customer stated that there is no setting program on his device. The customer's father will call back to have us help him program basal setting.